Event description:
Product surveillance contacted the patient's nurse. She stated that the patient had been transplanted. The nurse did not recall any complaints from the patient regarding being overfull. No further information was available.

Event description:
An instance of increased intra-peritoneal volume (iipv) was identified during a review of the returned homechoice (hc) patient event log. On (B)(6) 2010 at 09:31, the drain volume was 4043ml during cycle 3. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). Device evaluation: the assignable cause of the increased intra-peritoneal volume was determined to be one or more cycles advancing to the next fill when a slow/no flow condition occurred above the minimum drain volume threshold. A review of the service history revealed the homechoice passed all required tests and calibrations prior to its release from baxter. No issues were identified that may have contributed to the increased intra-peritoneal volume. The previous returns of the homechoice were not for any issues related to the increased intra-peritoneal volume. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device evaluation is in progress, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.